Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has heating sensation in lead location that radiates down left side of body and back when pt gets near any heating source (eg stovetop). This has been occurring since implant and with stim both on and off. Reviewed consideration of imaging leads in case those have moved and trying different programming styles to offer pt to see if that helps the shocking and heating sensations. Pt feeling shocking in their neck area that radiates to their shoulder and down their back area. Pt's 2, perc leads are at c2 level for neck and arm stim. Impedance results are normal range for all pairs (below 1000 ohms per caller, caller mentioned lowest imped was 647) and no shorts. Pt reports having a fall shortly after implant that impacted right knee and wrist but no major trauma. Pt programmed with closed loop therapy at their 2-week follow up appt and pt had been using that for about 2 months and then stopped using therapy as it seemed less helpful. Today was first time pt was seen since follow up appt.

Event description:
Additional information was received from manufacturer representative (rep) who provides the implant date of the leads. They report the healthcare provider (hcp) knows of the actions taken to resolve this issue.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2024 : product type lead product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6)2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.